Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there was blood on the distal conductor causing an obstruction. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the lead could not pass the stylet through the lumen of the v lead. The lead was not implanted. No patient complications were reported as a result of this event.